Event description:
A request was received for authorization to permanently turn off the pump. The MFR's device tracking system indicated that the pt was expired. No cause of death or relationship of the pt's death to the infusion therapy was reported. The drug contained in the pump at the time of the pt's death was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).